Event description:
Caller reported that the pump battery would not charge, but they did not receive a power source alert. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In attempts to resolve the issue, the customer tried different wall adapters and charging cables, but the issue persisted. Customer technical support decided to replace the pump, and the caller was instructed to put the pump into storage mode and return it within 10 days. The customer confirmed they would continue using their current pump as backup therapy and understood the instructions provided by technical support.